Event description:
Follow up revealed that an additional right heart catheterization was not required. The physician was able to use the patient's initial reading to calibrate the sensor.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that (B)(6), clinical study) following the patient's heart failure sensor implant, the hospital unit was showing an error code when trying to calibrate the device. A different unit was used (reference MFR report: 3004936110-2018-00104) which resulted in the same issue. As a result, the procedure was stopped and the patient was discharged. The patient will need to be brought in for an additional right heart catheterization to have their sensor calibrated. The issue on the hospital unit was able to be resolved with a software update.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.